Manufacturer narrative:
The device was returned to zoll medical united kingdom; the customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device is beyond economical repair due to the device's age. Therefore, the device will not be repaired. As a result, the device was scrapped by zoll. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message and failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.